Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had a change in therapeutic effect. The pt had their pump set to the lowest possible setting at the directive of the pt's doctor on (B)(6) 2011. The pt had surgery for bowel blockage. Following surgery, the pt had drug interaction between the intrathecal medication in her device and injections of morphine and dilaudid. The drug in the pump at the time of the event was morphine. Additional info has been requested; a follow-up report will be submitted if additional info becomes available.